Manufacturer narrative:
Analysis of the returned device shows that functional evaluation of both set screw and mas head threads with go/no-go gages noted set screw thread failed the "go" ring gage and the mas head provided atypically higher resistance to the "go" thread plug. Both thread crests found to be undamaged, consistent with proper alignment during construct assembly. Optical examination of the set screw threads identified atypical thread interface witness marks on the upper flank of the set screw threads, consistent with insufficient reduction of the rod prior to final tightening of the mas set screw. The above observations are consistent with misuse due to inappropriate surgical technique, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an unspecified spinal fusion procedure to treat pediatric scoliosis. Reportedly, distal screw failure occurred. The screw was removed and replaced. No additional complications were reported.